Event description:
It was reported that during an unknown procedure, after the surgeon fired the device, the anvil could not be opened. Changed to another device to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Crimp. Evaluation summary: the analysis showed that the atg45 instrument was received with the anvil closed and the flex neck extended from the tube due to a non-conforming crimp. A reload was received loaded on the device, fully fired and with the spring reload lockout damaged. The damage to the cartridge lockout tab is consistent with damage observed when trying to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the locking mechanism can break the device. For more information please refer to the instructions for use. The firing mechanism was noted to be damaged. No functional test could be performed. The device was disassembled to verify the internal components and the firing trigger teeth were noted to be damaged. Although there is no conclusion to how the crimp got loose, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4) qa. A batch record review was performed and no anomalies were found during the manufacturing process.